Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to mcs for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Pro code- jow.

Event description:
It was reported that the patient was feeling pain like electricity in the legs. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The previous repair record of active care + sft unit serial number (B)(4) is reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues. The previous repair record review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that patient was feeling pain like electricity in the legs and the charging wire and extra sleeves were sent for replacement. The service technician is unable to evaluate the device because the device is not returned to facility for repair. The service technician is not able to reproduce the reported issue. Therefore, based on the information provided, a specific root cause of reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.